Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler misfired while on the pulmonary vein. There was no patient harm.